Event description:
It was reported that the customer experienced frequent ongoing occlusion alarms. Despite changing the cannula, cartridge, tubing, and site location of her insulin pump, the occlusions persisted, leading her to stop using the pump and switch to manual insulin injections (mdi) over the weekend. The customer's blood glucose level was reported to be "high," exceeding 500 mg/dl (27.7 mmol/l), during these events. She managed her high blood glucose with a correction injection. Technical support advised her on proper air bubble removal when filling a new cartridge and sent occlusion prevention tips via email. The customer resumed using the pump without further occlusion alarms but was encouraged to contact technical support again if the issue recurred.